Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was in the mid left anterior descending artery (lad). The 2.5 x 15mm quantum apex mr balloon catheter was inflated 1st at unknown atms, 2nd inflation at 20 atms, when it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).